Event description:
A pt had a diagnostic procedure via her right groin on 12/15/1997. This same pt underwent a ptca procedure two days later (12/17/1997) following which an angio-seal device was placed. Hemostatis was achieved with the device and the pt was discharged home. On 12/21/1997 the pt was rehospitalized with clear fluid oozing from first or second puncture site). IV antibiotics were administered (vancomyocin and cipro). A CT scan was performed which showed no deep abcess. The pt was discharged home with IV antibiotics. Cultures taken identified moderate staph aureaus. The pt was diagnosed with endothelialitus and cellulitis. Follow-up with the site confirmed that the pt continues on vanco for a 4 week treatment. A co rep later visited this account and observed that the staff was not cutting the suture after removal of the tension spring; rather, the entire suture was left in place. This may have contributed to the risk of infection.